Event description:
Resident death. Pt died by asphyxiation with the gown hooked over the bedrail and twisted around neck. Police have recreated incident and call it a freak accidental occurrence. One siderail was up.